Manufacturer narrative:
The reason for this revision surgery was to remedy pain after 1.2 years in-vivo. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the pain was most likely due to a loose tibial baseplate, the cause for the loose baseplate was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - the patient had persistant knee pain for eight months. A bone scan revealed a loose tibial baseplate.